Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 41 was present in the notifications menu. After inspecting interior components, a broken lead screw was found.

Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed¿ with alert 41, preventing the user from initiating a cartridge and tubing change despite multiple restarts, which is consistent with a failure to infuse and implicates the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with the device that aligned with a failure to infuse and implicated the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.